Event description:
A hospital in (B)(6) reported that during an operation the head of the screw was coming off. There wasn't any impact on the procedure, the operation was finished successfully.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The measurable dimensions of the complained implant was checked and found to be in compliance with the technical drawing and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2. No product fault could be detected. We can only assume that the collet was blocked in its upper position during the insertion, this might have been the cause for the loosening of the head. To avoid such occurrence we recommend the use of the alignment tool for polyaxial screw heads to adjust the heads. This does also help to avoid a displacement of the collet.